Event description:
It was reported that during a laparoscopic gastric bypass procedure, there was major leakage in the trocar. They had problems identifying where it leaked, but it was mostly from the insertion, but also between the sleeve and the house. They had to use 800 liters gas, which is 8 times more that they usually use. They tried the second port but it had the same problem. It was a problem of course with the sight in the abdomen and the procedure took about double the time (prolonged 60 minutes). Another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
After several requests, the device was not received for analysis.

Event description:
Boston scientific crm received information that this patient was feeling tired all the time. During testing, impedance measurements greater than 2500 ohms and loss of capture were noted on the right ventricular lead. A lead fracture was suspected. As a result, this lead was surgically abandoned.